Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Initial op notes were provided, however, no information regarding the patient post op was provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: persona all poly patella, cemented (cat. No. 42-5400-000-35, lot 62661834) persona femur cemented (ps), standard (cat. No. 42-5006-062-02, lot 62773532) persona natural stemmed tibia, cemented, right, size e (cat. No. 42-5320-071-02, lot 62819558)persona vivacit-e® highly crosslinked polyethylene articular surface, fixed bearing (ps), right, 10 mm (cat. No. 42522400710 lot 62732817) simplex® p bone cement (cat. No. 6191-1-001, lot rfv065). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00270, 3007963827 - 2019 - 00105, 0001822565 - 2019 - 01551, 0002648920 - 2019 - 00271. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it still remains implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing unknown issues approximately 4.5 years after initial implantation. Attempts to obtain additional information have been made; however, no more is available at this time.